Event description:
It was reported that the patient heard an alert and came to the hospital. The right ventricular lead was found to have high pacing and high defibrillation coil impedance that was out of range. The lead was confirmed to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.